Manufacturer narrative:
The device was inspected and tested on 17th of august 2020. Within this inspection functional testing and visual inspection was made. The result was: locking mechanism is functioning properly. As the device did not show any deviation that could cause the reported incident we suspect, that maybe the pinning technique. Has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant. From the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer service was contacted on 10th of august from customer. Customer stated a slippage relating to the use of a skull clamp teflon with a problem regarding the locking mechanism.